Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call they had air bubbles. The blood glucose at the time of the incident was 362. Parent state the air bubbles are occurring again. They treated for the high blood glucose with the pump. Parent noted the air bubbles were near the cannula. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.